Event description:
It has been reported the device's battery may be draining prematurely. No patient involvement reported at this time.

Manufacturer narrative:
Through inspection, a philips fse found a faulty battery and reduced defibrillation power. (B)(4) addresses the faulty battery and requested battery replacement that is on backorder. The fse replaced the lithium ion battery and the defibrillator capacitor assembly. Calibration, functional tests and safety tests were performed. This testing concluded with a positive result: full functionality was restored. Based on the information available and the testing conducted, the cause of the reported problem were component failures. Specifically, the device's lithium ion battery and defibrillator capacitor assembly were the cause. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The philips fse replaced the lithium ion battery and the defibrillator capacitor assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.